Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned be determined for analysis. Based information on the received, the cause of the reported incident could not conclusively determined.

Manufacturer narrative:
Correction: date of implant.

Manufacturer narrative:
The reported event for ipg communication issue was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the ipg was explanted and replaced. The issue was resolved and therapy has been restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy. A company representative attempted to troubleshoot the issue with a programmer but was unsuccessful. As the ipg was unable to connect to the clinician programmer. As the result, the patient may undergo surgical intervention to address the issue.